Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, first inflation was performed at 10atm but the balloon ruptured upon second inflation at 10atm. The device was able to be removed without any problem from the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.